Event description:
Caller reported a cgm error, indicating an issue with their continuous glucose monitoring device. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support and was guided through a pump reset, which resolved the issue. The customer then successfully started a new sensor session without encountering further errors.